Event description:
It was reported that during the implant procedure that the helix of the right atrial leadless pacemaker (ralp) was stretched. The physician requested a new ralp to complete the procedure. There were no patient consequences.